Manufacturer narrative:
Additional information: d9: return date: 02-aug-2023. H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found the optic and haptic torn with residue on the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -4.5/1.0/83 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced excessive vaulting. On (B)(6) 2023 the lens was exchanged with a same length lens but implanted vertically and this resolved the problem. The cause of the event was reported as unknown and there was no device causality.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).